Event description:
The patient reported that the lead insulation broke and the lead was frayed and "just dangling there". It was discovered during a chest x-ray. Upon follow-up, the hcp indicated the atrial lead severed in two and had made its way into the right ventricle. It was noticed when the patient started to have ventricular arrhythmias. The lead was removed and there are no plans to replace the atrial lead at this time. It was also noted that the patient does a lot of upper body exercising and also lifts weights. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.